Event description:
The one touch ultra meter would not begin the test after blood application. The patient was unable to obtain a reading on the reported meter. The patient does not report any high or low blood sugar symptoms at the time of the occurrence. The patient contacted a medical professional for advice and was told to call lfs for advice. The customer service rep walked the customer through a test and the test would not start. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.